Event description:
Pt went to the emergency room to get treated for high blood sugar levels. It was indicated that when they arrived at the hosiptal, noticed that the cannula had come out of skin. Then, the customer decided to go home and treat high blood glucose on own. Troubleshooting was done on the pump and it passed the functional tests. At that time, the customer was educated on the high pressure alarm, as well as, the set and site change techniques.